Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during testing at the user facility the device touchscreen was non responsive, unable to enter the biomed mode to calibrate the touchscreen. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No add'l info was provided.